Event description:
As reported via the sapphire study database: this patient underwent revascularization of the ostial and proximal segments of the left internal carotid artery approximately six months after the index procedure in this same area. The revascularization was noted as successful, and was necessitated by in-stent restenosis in the precise stent deployed during the index procedure in 2008. A second precise stent was implanted within the first stent to successfully treat the restenosis. There was no report of patient injury.

Manufacturer narrative:
Approximately six months after implantation of a stent in the left carotid artery, the patient had a second stent implanted due to in-stent restenosis. There was no reported patient injury. It was reported that the event was unrelated to the cordis stent but was related to the index procedure. The product remains implanted and is, therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. See scanned page.